Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no outer abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in basket and flower shape. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave 31 mm catheter was selected for use. During the procedure, the catheter wasn't flushing properly. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave 31 mm catheter was selected for use. During the procedure, the catheter wasn't flushing properly. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.